Manufacturer narrative:
The customer reported that the prefense monitor's screen went blank and emitted no sound. They were provided with the part number for a new lcd display to resolve the issue. No patient harm was reported.

Event description:
The customer reported that the prefense monitor's screen went blank and emitted no sound.

Manufacturer narrative:
H10: additional narrative: the customer reported that their monitor goes blank with no sound. Service requested: the customer requested an exchange for the defective unit. Service provided: the customer was provided with part number for the defective unit. Investigation result: the prefense (a/edns-9001; sn: (B)(6) was placed into service on 10/31/2011, which is 7 years prior to the reported issue. A/edns-9001 service manual revision I provides guidance for troubleshooting, servicing, maintaining or repairing the prefense edns-9001. The service manual involves troubleshooting of the display and advises customer on proper action to take. Previously reported issues with this unit indicates that the user error/environmental factor was prevalent with this customer. The root cause of the monitor going blank was unable to determine. The cause of the issue was determined to be failure of the display unit. The device was in use with a patient and there was no reported patient harm. Corrected information: g4. Date received by manufacturer: should be 01/19/2018 not 02/16/2018 as listed on MDR initial report. Additional information: b4. Date of this report. D4. Unique identifier (UDI) number: pre-UDI requirement. E1. Name and address. E2. Health professional. E3. Occupation. F3-5. Contact for user facility/importer. F6. Date user facility/importer became aware of the event. F7. Type of report. F9. Approximate age of device f11. Date report sent to FDA f12. Location where event occurred f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the prefense monitor's screen went blank and emitted no sound.